Event description:
A pump declared an alarm during loading due to alarm 20, but there was no adverse impact on the customer's blood glucose level. Despite assistance from technical support to correctly load a new cartridge, the cartridge alarm persisted, preventing the resumption of insulin therapy. Technical support arranged to replace the pump, instructed the customer to use multiple daily injections as a backup insulin delivery method, and provided guidance on returning the malfunctioning pump. The customer was informed about the storage mode process and the return procedure, which they acknowledged.